Event description:
In 2008, the patient stated that he had not properly inserted his insulin cartridge into the infusion device and when he removed the cartridge, the plunger became stuck to the piston rod and 315 units of insulin spilled into the cartridge compartment. He was educated on how to properly remove the insulin cartridge from the infusion device. The patient does not have a backup infusion device and was out of town. He was advised to contact his physician for instructions on insulin therapy. He stated that he will dry the infusion device and continue using it until the replacement device arrives. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.